Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was not feeling well. Log files were sent for heartmate ii for evaluation. Patient was reported to have flow reduction by 1 liter. On (B)(6) 2021 at 7:36 am the power and flow shifted downward. Log files also captured several low flow alarms on (B)(6) 2021. There was a reduction in blood volume observed. Patient went to the operating room on (B)(6) 2021 for an outflow graft exploration. Computed tomography showed significant narrow/compression of the outflow graft. Exploration found twisting of the outflow graft along with compression due to biological debris under the bend relief. The biological debris was removed, and outflow graft was cut and straightened with a graft to graft anastomosis. Flow immediately increased. The chest was closed and the patient was transferred to the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed narrowing of the outflow graft lumen; however, twisting of the graft could not be confirmed through the image. A specific cause for the reported outflow graft twist could not conclusively be determined through this evaluation; however, the observed narrowing of the graft lumen could have contributed to the reported reduction in flow and two isolated low flow events captured in the submitted log file. It was reported that the patient experienced lower blood flow than usual and was brought to the operating room (or) for an outflow graft exploration. A computed tomography (CT) scan appeared to show a narrowing of the outflow graft. Exploration found twisting of the outflow graft and "bio debris" under the bend relief. The "bio debris" was removed, and the outflow graft was cut and straightened with a graft-to-graft anastomosis. Flow immediately increased. The chest was closed and the patient was transferred to the intensive care unit (ICU). It was later reported that the patient recovered well and was discharged. The submitted log file revealed a decrease in baseline flow beginning on (B)(6) 2021, as well as two isolated low flow events captured on (B)(6) 2021. The pump appeared to operate as intended above the low speed limit, and there were no other notable events captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient recovered well and was discharged home.